Event description:
During a laparoscopic roux en y procedure the end to end anastomosis stapler failed to work properly. The stapler cartridge had fallen out of the stapler into the package prior to passing the stapler on to the field. The knife portion worked but stapling action did not work because there was no cartridge in the stapler. A new device was used and anastomosis was achieved without adverse effect to patient.